Event description:
It was reported that energy was emitting off to the side. It was also reported that the tip of fiber was broken. Tip broke outside of the patient. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber tip was broken/bent within the shrink tube but still attached at 4mm from the distal end; the fiber was tested with hene laser fixture, aim beam was visible at the break; there was sign of melting/burning at the break; the fiber distal end appeared in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.